Event description:
Implanted infusion catheter with port, implanted (B)(6) 2014, was identified via x-ray as having tip portion of catheter sheared off. Main device was removed surgically (B)(6) 2014, and the retained tip of catheter was removed by interventional radiologist.